Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin transmission. Upon review, the implantable cardioverter defibrillator exhibited several non-sustained right ventricular oversensing episodes. It was determined that the episodes were triggered after ventricular loss of capture that was followed by premature ventricular contractions. Programming changes were discussed.